Manufacturer narrative:
On the (B)(6) 2016 the complaint was dispatched to the field service engineer (fse) department for further investigation. During the investigation the fse checked the wash pump, substrate delivery, alignment of specimen syringe, wash probe and temperatures; all were to specifications and targeted positions. The fse made an adjustment to the specimen nozzle z-axis depth. The fse then performed decontamination procedure on the instrument. The customer calibrated the instrument and ran quality controls all were within specification. The aia-900 instrument is functioning as intended and was released with all errors cleared. No further action required by field service. The most probable root cause for this event is due to contamination of the instrument. A 13 month complaint/ service history review for serial number (B)(4) was performed and found no other complaints with similar events. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported ongoing issues with quality control when calibrating due to out of range and low with the aia-900 analyzer. The customer is unable to run myoglobin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of myoglobin patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.